Event description:
The customer reported that they were unable to power system on. The device was in use. The unit was swapped out for another one, there was no patient or user harm reported. The customer confirmed and duplicated the reported issue. The unit had both yellow light-emitting diode (led) illuminated when plugged in but does not power on. When unplugged, the on/off led stays green and fan continues to run. The unit was under warranty and the customer requested onsite service. The field service engineer (fse) replaced the power supply and the power management printed circuit board assembly (pm pcba) to resolve the issue.

Manufacturer narrative:
A motor controller board and power supply assembly were returned for analysis. No anomalies were noted during visual inspection. An investigation was performed, and the customer complaint was verified. The root cause is a component failure on the motor controller board.

Manufacturer narrative:
The ventilator was powered on and ready to have the patient connected, at that point the vent alarmed and powered down and would not power back on. Per additional information, no patient involvement in this case. Another ventilator was used. There was no delay in therapy. The associated service provider (asp) was initially dispatched to facility and power management board (pmb) and power supply were replaced which did not resolve the reported issue. Asp made second visit to site bringing motor controller board, user interface board and central processing unit (cpu). The asp identified the motor controller board was the part that resolved the issue. The other parts were returned to philips unused. Evaluation of power supply, cpu and pm identified no anomalies.